Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was identified in an all in one container. This event occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the internal bag was empty without the blue tip assembled. Functional test was performed and noted a leak in the port tube seal. The reported condition was verified. The cause is determined to be related to the equipment used during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.